Event description:
This case was reported by a consumer and described the occurrence of inability to speak in a (B)(6) female pt who received super poligrip extra care with poliseal ((B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream ((B)(4)). On an unk date, the pt started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced inability to speak, jaw pain, facial pain, jaw locked up and mouth felt glued. The pt reported that the product only held for a few seconds. She stated that it glues up her mouth, oozes and was difficult to remove. A product complaint was lodged with this report. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip extra care with poliseal and super poligrip original are manufactured in (B)(4). The lot number for super poligrip extra care with poliseal is available (lot number x08474b) while the lot number for super poligrip denture cream is unk. It is unk whether the products will be returned for quality assurance testing. (B)(4).